Manufacturer narrative:
Lot 202102221 expiration: 22-feb-2023. UDI: (B)(4). Manufacture: 22-feb-2021. The reported event of the shaft snapped between the balloon and the distal green cup is not confirmed. The device will not be returned for evaluation however photographic evidence was provided. Review of the images does not show any shaft breakage but shows the balloon & the green & blue cups detached from the shaft. A year lot history review conducted on lot 202012071 found 3 events for this lot number & failure mode. A year lot history review conducted on lot 202102221 found 2 events for this lot number & failure mode. DHR review on both lots found no abnormalities that would contribute to this issue. A 2yr review of complaint history for similar failure modes revealed there has been a total of 88 complaints, regarding 103 devices, for this device family & failure mode. During this same time frame 466,576 devices have been manufactured & shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. The instructions for use (IFU) provide the user with information regarding proper care & use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare & replace it with a new vcare. The cervical/vaginal cup locking mechanism must be locked at all times when using vcare for uterine manipulation. If lock inadvertently becomes open, secure it immediately before proceeding. The IFU gives direction for removing the vcare after use including: the surgeon should visually inspect the vcare device & patient to make sure the entire vcare device was properly removed & no components were retained in patient.

Event description:
On behalf of the customer, the conmed representative reported issues with the vcare, medium (34mm) cup, 60-6085-201a, lot 202012071 or lot 202102221, experienced by sutter healthcare system on (B)(6) 2021. Information received was that the vcare shaft snapped between the balloon and the distal green cup at the end of the procedure while removing the uterus. It was noted in the record that the procedure was successfully completed and there is no indication of patient impact or injury. Upon review of the provided image, it does not appear that the shaft fractured apart. It appears as if the balloon and white ¿cuff¿ came off and the green cervical cup and blue vaginal cups slid off the shaft. Additional information provided notes the procedure was a robotic hysterectomy involving a (B)(6) female. The issue occurred approximately 2/3 into the procedure and the green cervical cup was not sutured in place. The facility could not confirm which lot number was used in the procedure but gave the two possible lot options as listed. The procedure was completed however no alternate was used. This incident will be reported on the basis of malfunction with potential for injury upon reoccurrence due to previous filings for similar failures with this device